Event description:
It was reported that the patient presented in-clinic after receiving the vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode, which caused inappropriate high voltage therapy. The patient was asymptomatic. A device download successfully restored the device to normal functionality. The patient was stable and will be followed normally.